Manufacturer narrative:
Additional information in section d10 concomitant product. The customer replaced and cleaned parts, however the issue remained, and service was dispatched. The field service representative (fsr) inspected the alinity c processing module, performed multiple troubleshooting procedures including cleaning and replacement of the ict to ict pre amp cable. The part was replaced, and the issue was resolved. Issue resolution was verified with a valid quality control (qc) run. No additional result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with ict to ict pre amp cable did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the ict to ict pre amp cable was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following example data was provided: (B)(6) 2025, sid (B)(6): initial sodium result = 160 mmol/l, repeat = 142 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following example data was provided: (B)(6) 2025, sid (B)(6): initial sodium result = 160 mmol/l, repeat = 142 mmol/l no impact to patient management was reported.